Event description:
Patient was seen in clinic and presented with high impedance and low output current shortly after undergoing a battery replacement. Additional information received noting that x-rays were taken and there was no reported trauma for this patient. Per the x-ray imaging results, the leads appear to be intact. The patient was then brought back into surgery and pin reinsertion was tried but did not resolve the high impedance so the surgeon replaced the generator and the impedance was within normal limits. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator was received but product analysis is still underway.

Manufacturer narrative:
B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out relevant information. D6b if explanted, give date, corrected data: initial report inadvertently did not provide the explant date.

Event description:
Product analysis was completed on the returned generator. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
F10 adverse event problem, corrected data: supplemental report #02 inadvertently left out codes 'a1207' and 'g04064' h6 adverse event problem, corrected data: supplemental report #02 inadvertently left out codes 'c0205' and 'd1101'.